Event description:
The reporter called and alleged discrepant results when compared to a lab. The device result reported was 1.8 inr. The lab result reported was 1.15 inr. No other info was provided. The device was replaced and requested to be returned for eval.